Manufacturer narrative:
H3 - device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: h1 - serious injury should be corrected to malfunction from initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -18.0 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed and exchanged with an alternate lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as user error.